Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 89mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a protruded/loose drive support disk.